Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling, full functionality testing, stress unit with ac and battery, and inspection of the battery pins and aux connector without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device logs did not find evidence to support the reported event. No accessories were returned for evaluation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.